Event description:
Reported as: "....indicated one patient that "developed postprandial nausea and vomiting immediately after her band was tightened. After 5 days of continuous vomiting, she presented unspecified weight loss, pain, and ulceration of the palate...the band was emptied by aspirating all the saline (after the treatment with various medications) remission of the nausea and vomiting presented and the patient healed completely". According to the journal article, this patient "had developed painful and extensive palatal ulcers after intense vomiting due to severe gastric pouch outlet occlusion caused by overtightening of her gastric band. An upper gastrointestinal series and panendoscopy showed distal esophageal dilation with regurgitation and delayed emptying." From article: "palatal ulcers due to vomiting after gastric band tightening". Fd - communications inc. Obesity-surgery in 2007

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. The reporting surgeon has been contacted by allergan. Additional information is pending at this time and will be forwarded to the FDA in a follow-up report upon receipt. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures. Device labeling addresses the reported events of obstruction and vomiting as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the possible outcome of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation." Device labeling addresses the possible outcome of pain as follows: contraindications: "patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited a pain intolerance to implanted devices."